Event description:
The complainant reported that a patient with a history of peripheral artery and vascular disease had an impella cp placed in the right femoral artery. In the catheterization lab and cardiovascular intensive care unit, there were already monophasic doppler sounds to both feet. After removal of the impella cp at bedside, the physician placed a femstop over the site and a bulb was inflated but slowly deflated over 15 minutes. Doppler was checked at the patient¿s feet during that time with no doppler sounds. Once the femstop was removed, there continued not to have any doppler sounds to the patients right foot. Vascular surgery was consulted. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿